Event description:
It was reported "the physician found the introducer needle was not hard enough to insert subclavian vein. The needle would bend towards the lung." No patient harm was reported. The device was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the physician found the introducer needle was not hard enough to insert subclavian vein. The needle would bend towards the lung.". No patient harm was reported. The device was replaced.